Manufacturer narrative:
The pump will not be returned to the MFR for eval as an autopsy was not performed and the pump was not explanted. No further information is available at this time.a supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, and due to the device not being available for analysis, a specific cause for the reported hemolysis, gi bleeding, and renal failure could not be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. A direct relationship between the device and the reported event could not conclusively be determined and no conclusion could be drawn as to the cause of the reported event. Hemolysis, bleeding and renal failure are however listed in the device¿s instruction for use (IFU) as adverse events that may be associated with the use of the left ventricular assist system (lvas). The devices¿ approved labeling also outlines recommended anticoagulation therapy, assessment of pump parameters, and the risk of bleeding. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator and physician that the pt had been hospitalized for 3 months with recurrent episodes of gi bleeding and hemolysis. The pt had prostate cancer that was treated with radiation 1 year ago. The vad coordinator and physician attribute the gi bleeding to a combination of anticoagulation and rectal ulceration. The gi bleeding would be treated with transfusion of packed red blood cells for 2-3 days, following transfusion the pt would experience cola colored urine and elevated lactate dehydrogenase (ldh). Hemoglobin/hematocrit would then drop until after the hemolysis resolved. Recently, the pt started to experience shortness of breath, weakness, nausea and vomiting (suspected from ileus). An echo was performed and showed the left ventricle (lv) was distended with septum bowing into the right ventricle (rv). Mild aortic insufficiency (ai) and mitral regurgitation (mr) were present. Ai was also noted in prior echo but there was no increase in severity noted in the most recent echo. The pump speed was 8800 rpm, pi 2.0, power elevations were 10-11 watts with base line of 7.0. The power was currently at baseline. The vad coordinator reported that the pt expired. The pt's kidneys were failing and the pt and his family made the decision to withdraw pump support. An autopsy was not performed and the pump was not explanted.